Manufacturer narrative:
The subject asset return device was received and evaluated. Inspection found the unit failed secondary piping leakage test. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection, the device failed secondary piping leakage test. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Service request order information confirmed that there was no history of repair within one year. Based on the results of the investigation, the cause of the secondary decompressor failure could not be identified. It was assumed and was considered that the phenomenon was due to aging deterioration since 9 years and 3 months have passed since the manufacturing. Olympus will continue to monitor complaints for this device.